Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the flex circuit and locking components of the motor device were damaged. It was further determined that the device would not run. It was further determined that the device failed pretest for no short circuit between sensor gnd and connector body, no short circuit between 5 vdc line and connector body, no short circuit between hall sensors and connector body, no short circuit between phases and connector body, motor thermistor assessment and safety assessment. It was noted in the service order that during an unspecified craniotomy surgical procedure, it was discovered that the device was not working and was displaying and e2 error code. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.